Manufacturer narrative:
Additional information added to d.10. A medwatch report(B)(4) was received, submitted by the hospital. The information does not change the previously reported information. Additionally, the device was returned for evaluation. Investigation is ongoing.

Event description:
Additional information received stated the 26mm valve was advanced into the sheath, and became ¿hung up¿ in the mid to distal segment of the sheath. During additional advancement, the entire sheath rotated and created a 360 degree loop in the iliac. There was immediate concern for iliac vessel rupture. During attempts to withdraw the esheath and delivery system, the valve came out of the sheath and was left in the external iliac artery. After removal, the esheath was noted to be completely torn down the seam. The esheath was then replaced with a 16f non-edwards sheath for hemostasis with an 8mm balloon advanced for additional control of the bleeding. An angiogram demonstrated large rupture of the common and external iliac arteries. The vascular surgeon arrived as the patient was intubated and massive transfusion protocol was initiated. Two overlapping non-edwards stents were deployed from the common to external iliac artery placing the most distal stent inside the sapien valve. The stents were post dilated with a 12 mm balloon and there appeared to be improvement but still significant extravasation. An additional covered non-edwards stent was then deployed in between the two previous stents. The bleeding appeared to be resolving however the patient then developed pea arrest. Cardiopulmonary resuscitation was initiated and there was initially return to spontaneous circulation. It was thought the patient may have abdominal compartment syndrome as the abdomen was distended. An emergency laparatomy was performed to alleviate the intra-abdominal pressure, however, the patient did not have any return of spontaneous circulation despite these maneuvers. The patient expired in the or suite at 10:32 am.

Manufacturer narrative:
Additional information received and added to b.5, b.7, and f.10. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13417. Investigation is ongoing.

Manufacturer narrative:
The esheath introducer set was not returned to edwards lifesciences for evaluation. The imagery provided by the site shows the patient anatomy. The full access vessel anatomy was observed in which the patient vessels have tortuosity and calcification. The close up imagery of the right access vessel also show calcification and tortuosity present in the patient. A DHR review was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review was performed and revealed one other complaint relating to ¿sheath shaft ¿ resistance with delivery system, bc¿ but no other complaints relating to a kinked sheath or liner tear. As the events were unable to be confirmed a complaint history review is not required; however, the resistance with delivery system has been previously identified in a corrective action / preventative action, which captures root cause analysis for the issue. The ifus, preparation training manual, and procedural training manual were reviewed for guidance and instruction. Caution should be used in vessels that have diameters less than 5.5mm as it may preclude safe placement of the 14f esheath. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Short movements should be used while pushing the delivery system closer to the hub. During manufacturing of the esheath introducer set and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events related to the sheath were unable to be confirmed. No manufacturing non-conformances were identified during investigation. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the 3mensio report, the patient¿s access vessels displayed tortuosity, and calcium. Calcification and tortuosity can create a difficult pathway for delivery system insertion resulting in high push forces. It is likely that excessive device manipulation was used to overcome these patient factors, resulting in the kinking of the sheath. Additionally, calcification can weaken the liner making it more susceptible to tearing during device insertion and/or excessive device manipulation to troubleshoot the resistance. As such, available information suggests that patient (calcification/tortuosity) factors and procedural factors (excessive manipulation) contributed to the reported event. Moreover, a product risk assessment and corrective action / preventative action (CAPA) have been previously initiated to further investigate high push force and frame damage events for the s3u with commander and esheath configuration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As there was no confirmed edwards defect, no corrective/preventative actions are required; however after review of the similar reported issues related resistance with the delivery system, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system. The CAPA is currently in the investigation phase. Additionally, a product risk assessment was previously initiated to assess patient risks associated with the resistance during the use of the s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
Please reference additional related manufacturer report no: 2015691-2023-12028 added additional h.6 type of investigation code. Imagery was received for evaluation. A review of the imagery confirmed the patient had a challenging anatomy of the right iliac arteries with double 90-degree (or more) angles of the common iliac, with significant calcification right at the first kink. No imaging was provided of the issues described advancing the commander delivery system through the sheath. No images were received showing the valve coming off the delivery system and coming out of the esheath. The first image shows the 26mm sapien 3 ultra valve crimped with a bent strut, not on the delivery system but within the sheath. Contrast injection shows extravasation in the common/external right iliac artery. Multiple balloon occlusions and covered stents were placed in the right iliac artery. Anterograde flow from the abdominal aorta artery was not visualized, retrograde from femoral access was visualized.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case, while advancing a 26mm sapien 3 ultra valve through the esheath resistance was felt. The esheath buckled within the right common iliac and the right iliac was found to be torn. Covered stents were placed but did not help, the patient bled into the abdomen. The patient expired on the table. Additional information was received from the clinical specialist. The resistance was noted when the delivery system and valve were about halfway into the sheath, when the valve was in the common iliac. The loader was fully inserted and the delivery system was in the default position. The patient's vessel mld was 8mm, with mild tortuosity and mild calcification. The insertion angle was average. The vessel was not pre-dilated and the sheath was inserted with ease. The sheath is being held by the hospital's risk management team. Per the physician the valve was ¿snow plowing¿ into the sheath, got stuck, kinked the sheath and then additional pushing made the whole thing flip over and rupture the vessel.